Manufacturer narrative:
Concomitant medical products: durom us acet cmpnt 58/52 r catalog #:0100214128; lot #: 2427687; metasul ldh, head adapter, m, 0, taper 12/14-18/20 catalog #: 0100185146 ; lot #: 22494477; alloclassic sl stem 5 12/14 catalog #: 00000002845 ; lot #: 2515310. Therapy date: (B)(6) 2018. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Product was implanted on the right side and the patient underwent revision due to pain and elevated metal ions.